Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 350 mg/dl. An insulin injection was administered and the bg lowered to 163 mg/dl. The customer did not know the cause of the high bg; however it was not thought to be related to the pump or supplies. As the bg was not high at the time of the report, tandem technical support advised the customer to discuss the event with a healthcare provider.